Manufacturer narrative:
The device was received for evaluation. During functional testing, an undetected upstream occlusion was not reproduced. Evaluation inspected the device via the upstream occlusion test and did not find potential causes as the test had passing results. A review of the event history log revealed the last secondary infusion with the customer reported rate of 999ml/hr was ran the day before the report was made and only lasted one minute. The time frame of this infusion confirms no occlusion message was alarmed with a "pump run" immediately after. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not detect occlusion upstream using a non-rigid 1000 ml bag of 0.9 saline. Pump was used for training purposes, an occlusion was deliberately created to train the nurses and no occlusion was detected. The programming that had been done was 999 ml/hour for 60 minutes. The occlusion was purposely done after 1 minute, after seeing and confirming that drops were falling into the drip chamber. The pump never detected the occlusion and rang the end of infusion after 60 minutes when no volume was actually delivered. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.